Event description:
Initial result for a patient sodium was 124 mmol/l. When repeated, the result was 143 mmol/l. The incorrect result was not used to guide therapy. The field service rep found the ise tubing was not properly seated and repaired the instrument by reseating the tubing.